Event description:
A dialysis facility reported that a hemodialysis machine did not go into bypass when the shunt door was opened and when there were conductivity and temperature alarms. There was no pt involvement.